Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The 99% stenosed lesion being treated was located in the calcified, severly tortuous left anterior descending (lad) artery. The lesion was predilated with an unknown size balloon (unknown manufacturer). The physician attempted to deploy the 2.75x20mm liberte stent, but was unable to cross the lesion. Then it was noted that the stent had moved on the balloon. When attempting to remove the stent delivery system (sds), the stent caught on the sheath and dislodged from the balloon. The dislodged stent was located in the posterior tibial artery. The stent was not able to be retrieved and remains in the patient. The procedure was completed with another liberte stent. No additional patient complications were reported. Patient status reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.